Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after clip deployment the device was difficult to remove from the pt's artery. The physician tried unsuccessfully to remove the device by releasing the locking mechanism on the thumb advancer via the access ports as indicated in the instructions for use. The device was ultimately removed using counter-traction and an assertive pull. Hemostasis was achieved using manual compression. There were no reported pt adverse effects. Though requested, no additional info was available.